Event description:
It was reported that the power cord is not working. No adverse consequence reported.

Manufacturer narrative:
Further investigation determined that the beds were continually being run over the power cord. This in turn caused the power cord to not properly provide power to the bed.